Manufacturer narrative:
The claimed issue was related to water inside air gas module. The issue was decided to be reported due to the fact that moisture/water in a gas module may lead to a stop of ventilation. There was no patient harm reported. Identification of issue has been done by analyzing problem description and pictures attached. Based on technician statement, the water source was from a connected compressor mini. The issue has been resolved by replacing air gas module. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's gas module was contaminated with water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).